Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone# :(B)(6).

Event description:
It was reported the external speaker does not work. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The philips field service engineer (fse) was onsite for another unrelated issue. He checked the device and found the sound of the external speaker did not work. He confirmed the pic ix computer (pc) was defective and needed replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective pc. The reported problem was confirmed. The device was operational to its specification and sound was heard again after the pic ix pc was replaced. The investigation concludes that no further action is required at this time.